Event description:
It was reported that the insulin pump was missing the end cap sticker. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a missing end cap sticker and loose drive support disk. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.